Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during patient use, cardiosave intra-aortic balloon pump (iabp) safety disk had blood entered in it. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11. Corrected fields: g6 component code, investigation findings.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h11. Corrected fields: h6 investigation findings.

Event description:
N/a.

Event description:
It was reported by the customer that during patient use, cardiosave intra-aortic balloon pump (iabp) blood had leaked into the safey disk area of the device and the device was not working, the device was intervened. Upon examination, it was observed that blood had leaked from the pneumatic interface module section, including the tubing lines, to the drive manifold and the fill manifold sections. The device was intervened by unauthorized persons and the copper pipe in the helium reservoir line in the fill manifold section was cut and a plastic line was added instead and the valves in the pneumatic interface module were removed. When the device was tested with a new pneumatic interface module installed, the drive manifold and fill manifold tests failed. A helium leak occurred from the interrupted copper line in the helium reservoir line, preventing the device from operating with a catheter. There was no patient harm reported.

Manufacturer narrative:
Updated field: b4; b5; g3; g6; h2; h3; h6 medical device ¿ problem code, investigation findings, investigation conclusions, type of investigation; h11. Corrected fields: g1 contact person ¿ mfg site. A getinge field service engineer quoted the replacement of assy,helium reservior (0997-00-0565), the compressor scroll (0119-00-0236), the drive manifold assembly (0104-00-0031), the pneumatic module assy, rohs (0997-00-1178), the regulator, drive (0103-00-0633), the primary 9v battery alkaline (0146-00-0146), the li-ion battery pack, tested (0146-00-0097), the muffler,1/8 npt (01103-00-0631), the muffler <100 micron (0103-00-0499) and the reservoir,pressure-vacuum (0202-00-0170-33). Since the institution has not supplied the spare parts, the service order has been closed due to timeout. The customer has not made these replacements yet and the product is currently not cleared to be used. Attempts were made to obtain information regarding the parts replaced and in response the company did not purchase the necessary spare parts for the necessary repair. This complaint will be updated upon finding of new information.